Event description:
When the delivery system was to be removed after deployment, it became stuck in the tip of the introducer system where the safety wire exits. The entire system was removed and a new introducer was used.

Manufacturer narrative:
Evaluation: still under investigation.